Event description:
The reporter indicated the surgeon inserted and removed a 13.2mm vticm5_13.2 implantable collamer lens, -03.50/+5.5/024, during the same surgery. The lens was replaced with another same model/length lens. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
A4: unk a5: unk a6: unk h6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Manufacturer narrative:
Corrected data: b5: the reporter indicated the surgeon inserted and removed a 13.2mm vticm5_13.2 implantable collamer lens, -03.50/+5.5/024 (sphere/cylinder/axis), during the same surgery due to lens was torn/broke during injection/delivery into the patient's right eye (od). There was no patient injury. The lens was replaced with another same model/length lens and the problem was resolved. Claim # (B)(4).